Event description:
It was reported that after a usual meal announcement for pizza, the user experienced persistent rising blood glucose while using the ilet, and they suspected the infusion cannula was bent or mispositioned and not delivering insulin; the user planned to change the set at work and would call if further assistance was needed. Symptoms included hyperglycemia to 289 mg/dl. Outcomes included user troubleshooting and education with no reported medical intervention. Investigation included customer support troubleshooting based on the reported hyperglycemia and suspected infusion site issue. Investigation of this case revealed a probable infusion delivery issue consistent with a bent or mispositioned cannula affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.